Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high." The customer alleged that the pump was not delivering insulin properly, as multiple supply changes were performed, and customer's bg level continued to rise. Reportedly, the customer reverted to manual injections for insulin therapy.